Manufacturer narrative:
The device was returned with the needle fully deployed. When inspecting the top and bottom housing, corrosion was seen through the top and bottom housing. Downloading data from the device was attempted, but proved to be unsuccessful. The device was hooked up to the power supply in a second attempt to download the data, but this also proved unsuccessful. Due to the visible corrosion to the inside of the pod, and no cracks found in the top and bottom housing, a leak test was performed on the fluid path. This test found a tear on the unexposed portion of the soft cannula, this allowed fluid to divert from the intended fluid path. The pcb was removed from the device in a third attempt to download the data. The pcb was hooked up to the power supply and was still unsuccessful. The data was unable to be retrieved after multiple attempts due to corrosion. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 30 mmol/l (540 mg/dl). The pod was worn on the patient's abdomen for between 4 and 24 hours. As treatment, a manual insulin injection was administered.